Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported detachment and perforation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf320j vena cava filter allegedly experienced detachment and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old female patient weighs (B)(6) lbs.